Event description:
It was reported following an interventional procedure, while attempting to deploy an angio-seal device, the collagen was tamped and the compaction marker was visualized; however, the device pulled out. A femostop and manual pressure were applied; hemostasis was achieved. Later, the pt's blood pressure increased to 250mmhg. Lopresser was administered and the pt's body pressure was stabilized. No bleeding or hematoma were observed and the pt was reported to be recovering.